Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium-large clip applier instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument was stuck. The user completed the procedure with no further issue reported. No fragment fell inside the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have one (1) severely bent grip, causing them to be misaligned. The grips were not found to be cracked. A clip cannot be properly loaded into the clip groove of the grip-tips. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
Refer to h11 for follow-up information.